Event description:
It was reported that the patient took a large dose of pills in an attempted suicide. The patient was found by his family and taken to the hospital where he was recovering in the intensive care unit. The patient had been implanted for more than 6 months and had no signs of suicidal ideation prior to the event. The patient had been receiving a positive response from therapy in the subthalamic nucleus.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event describedin the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the typeof event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information reported that it was not possible to establish a connection between the event and the therapy. No troubleshooting was performed and no devices were to be explanted. The patient outcome was "ok" with a positive response to the therapy and was to be under close follow-up by the clinic.